Manufacturer narrative:
(B)(4). A service engineer evaluated the device, found the battery was defective, it was replaced and the ventilator worked properly.

Event description:
It was reported that the (B)(4) ventilator had a bad battery. There was no patient involvement.